Event description:
It was reported that the subject device had noise in image. The issue was found during preparation for use and procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, scope-mounted rattling. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise due to a ccd (charge coupled device) failure. A definitive root cause could not be identified for electrical contact corrosion and scope-mounted rattling. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.